Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-009574. The pt is implanted with two percutaneous leads (from the same lot). It was reported, the pt is without stimulation therapy. It was also indicated, the pt was involved in a motor vehicle accident end of 2011 and relates the change in stimulation since then. Reprogramming attempt temporarily addressed the issue. X-rays showed the leads have migrated out of place. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.